Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01079. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400's). It was noted that the patient anatomy was a bit tortuous. During the procedure, the physician placed a non-penumbra catheter in the celiac artery, then advanced a px slim delivery microcatheter (px slim) toward the treatment site. Next, the physician successfully deployed and detached two pc400's in the target vessel using a penumbra coil 400 detachment handle (dh1). While attempting to detach a new pc400 using the same dh1, the physician experienced difficulty and the pc400 failed to detach. It was reported that several attempts were made but the pc400 would not detach. Therefore, the physician attempted to pull the pull wire with a forceps and re-attempted to detach the pc400; however, the pc400 would still not detach. It was also reported that the pc400 pull wire became fractured in the middle. Therefore, the pc400 was removed and the procedure was completed using a non-penumbra coil without further issues. There was no report of an adverse effect to the patient.